Event description:
I received breast implants in (B)(6) 1999. I had to have the left implant replaced in (B)(6) 2012. I received a warranty card with info on it. I need to know if there is a recall on my implants. I am noticing problems with both, but mainly the one which was replaced. FDA safety report ID# (B)(4).